Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure is a supplier manufacturing issue; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
It was reported that during a knee cx procedure, the ar-6480, began to over-inject the patient's joint, the console indicated various faults, indicating "critical failure" and "electrical failure." The case was completed by using a new ar-6480.